Manufacturer narrative:
Additional information has been requested regarding the device details; however, have not been made available as of the date of this report. Should further information be provided, a supplementary report shall be submitted. This report is submitted on december 23, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019, due to the patient experiencing an open wound that would not heal at the implant site. The patient was reimplanted with a cochlear implant during the same surgery.